Manufacturer narrative:
Updated b5 to include report that cannula was bent. Added h6 medical device problem code a040609 material twisted/bent. Added h6 component code g04019 cannula.

Event description:
It was reported that the patient contacted medical professional on (B)(6) 2025 due to hyperglycemia. The patient's blood glucose levels reached greater than 600 mg/dl while wearing the pod between 4 and 24 hours. The patient reported that her glucose monitor and pod were not connecting and therefore she was not receiving accurate blood glucose readings. Additionally, the pod was leaking, cannula was bent, and patient felt pain when trying to bolus. Symptoms reported include hyperglycemia, vomiting, and ¿heavy brain¿. The patient was instructed by nurse to change their pod, check glucose levels with a meter and drink plenty of fluids, to avoid going into a coma.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: not reported. Omnipod software app version: not reported. Operating system: not reported. Hardware: not reported. Cgm sensor type: not reported. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient contacted medical professional on (B)(6) 2025 due to hyperglycemia. The patient's blood glucose levels reached greater than 600 mg/dl while wearing the pod between 4 and 24 hours. The patient reported that her glucose monitor and pod were not connecting and therefore she was not receiving accurate blood glucose readings. Additionally, the pod was leaking and patient felt pain when trying to bolus. Symptoms reported include hyperglycemia, vomiting, and ¿heavy brain¿. The patient was instructed by nurse to change their pod, check glucose levels with a meter and drink plenty of fluids, to avoid going into a coma.